Event description:
Customer received a control reading of 493 mg/dl which is high out of spec. The normal control range is 106-146 mg/dl. Replacement strips were sent to the customer. Customer's strips have been evaluated.

Manufacturer narrative:
Qa evaluated the returned reagent and found it to read an average of 405 mg/dl high, out of spec. Satisfactory performance using iqa reagent.